Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated the aligners caused major discomfort, loosened implant, caused major gum irritation and bleeding. Contraindicated.